Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter. One physical sample and one photograph of a 3ml luer-lok syringe (part number 309657, batch 5066228) were received and evaluated. The sample arrived fully assembled and sealed in its original packaging. Visual inspection revealed dark embedded foreign matter (efm) around the flange area of the syringe barrel, consistent with the condition shown in the photograph. The defect is non-conforming per product specifications and is likely caused by degraded plastic resulting from prolonged exposure to high temperatures during the molding process, particularly during machine start-up. Although this is a cosmetic defect, it does not pose a risk to the customer. Furthermore, a device history record review was completed for provided lot number 5066228. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
It was reported that the bd syringe 3ml ll 200 s/c had foreign matter. The following information was provided by the initial reporter: material #309657, lot #5066228. Verbatim: contamination on syringe inside of the package.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.